Event description:
Patient representative reported ¿increased risk of lymphoma and suffers from constant fear of developing this very cancer¿, ¿exposed to permanent risk of cancer¿, ¿recurring pain and chronic inflammation¿, capsular contracture baker grade unknown, ¿pain and hardening of the breast¿ and ¿defective¿. This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.